Manufacturer narrative:
MDR 3003442380-2024-01297- device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusion set cannula was bent. The events occured between (B)(6) 2024 and (B)(6) 2024. The event occurred 3 or more hours after insertion. The infusion set was in use for 8-20 hours. The insertion site was at abdomen. The blood glucose level was 340-412 mg/dl. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.